Event description:
It was reported that the patient was not able to adjust stimulation. They had just completed a pmr (physician mode recharge). Display showed "call your doctor" icon. There was a por (power on reset) condition. It was reviewed clearing por condition. This action resolved the issue.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4) implanted: (B)(6) 2008. Product typ: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product typ: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product typ: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product typ: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product typ: extension. (B)(4).